Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on information available no patient harm occurred. Information for use: insertion of the device: under no circumstances should the balloon be inflated with more than 45 ml of fluid. Precautions and observations: clinicians should take extra care to use the blue irrigation/ medication port only when irrigating and delivering medication. Do not irrigate or administer medication through the white inflation port (marked <-45ml). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint from a nurse practice specialist reporting that a device was being discontinued and the staff nurse withdrew more than 45ml out of the balloon. The exact amount was not provided. Reporter stated "no issue with the patient." No further information has been provided.